Manufacturer narrative:
H.6. Investigation: no samples were returned therefore the investigation was performed based on the photos provided. 2 photo of (1) loose 0.3ml bd insulin syringe was provided. The customer reported that the needle with the shield was separated from the barrel. The returned photos were reviewed, and it was observed that the needle hub/shield assembly was separated from the barrel; no damage to the barrel tip was observed. Due to batch being unknown, no DHR review can be completed. Root cause for this defect cannot be determined. CAPA#: 1630423 was initiated.

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp hub was separated. The following information was provided by the initial reporter: the needle with the shied was separated from the barrel.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp hub was separated. The following information was provided by the initial reporter: the needle with the shied was separated from the barrel.